Manufacturer narrative:
(B)(4). The analysis results showed that one ec45 device was returned with no visual non-conformances and with an ecr45b fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an unknown procedure, the ec45 could not fire at the third stroke of the third firing with ecr45g. The surgeon removed the device and used hand sewing to complete. Then the surgeon loaded an ecr45b on the device. All of the samples were unformed after firing. He used hand sewing to complete. The first and second reloads used on the device were ecr45w. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.